Event description:
Surgeon was performing a cystourethroscopy; after introducing the scope into the patient's bladder to visualize and resect the patient's bladder tumor, the tip of the resectoscope's outer sheath broke into 3 pieces. Surgeon changed to a cystoscope and used 2mm graspers to retrieve all 3 pieces of the sheath out of the patient's bladder. After retrieving all 3 pieces of the sheath, proceeded with the surgery.